Event description:
(B)(6) clinical study. Same case as: 2134265-2012-04339, 2134265-2012-04341, 2134265-2012-04340. Same patient as: 2134265-2011-05933, 2134265-2011-05930, 2134265-2011-05931, 2134265-2011-05934. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. Lesion 1 was a bifurcated lesion located in the left main coronary artery (lmca). The lesion was 70% stenosed, 4.0mm in diameter and 5mm long. The lesion was treated with predilation and placement of a 4.0x8mm promus element stent. However, per source, subsequent intravascular ultrasound (ivus) showed incomplete coverage of the lesion by the stent. Another 4.0x8mm promus element stent was placed proximally in an overlapping fashion. Post dilation was performed with an unknown 4.0mm non-compliant (nc) balloon with high pressure. Residual stenosis was 0%. Per source, ivus showed good result of the intervention with slight overlap of the drug eluting stent over the left anterior descending (lad) and left circumflex (cx), therefore a final kissng technique (lad/cx) as performed. Lesion 2 was a long lesion located in the proximal left cx extending into the 1st obtuse marginal (om). The lesion was 90% stenosed, 2.5mm in diameter and 15mm long. The lesion was treated with predilation and placement of overlapping 2.5x24mm and 2.5x12mm promus element stents. Residual stenosis was 0%. During the index procedure, the physician could not cross the lesion in the left cx with a 2.0mm maverick balloon and a 2.0 non-bsc device due to the high-grade stenosis. However, passable with a 1.25mm non-bsc device. In (B)(6) 2010, the patient experienced elevated troponin values and mycardial infarction was reported. Per source, electrocardiogram (ECG) was performed. Ischemic symptoms were not experienced and no action was taken to treat the event. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).